Event description:
It was reported that the patient was seen in clinic and the atrial lead exhibited noise. The noise was reproducible through isometrics. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated the lead continued to exhibit oversensing. The patient would be monitored.